Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system successfully. However, multiple defibrillation threshold (dft) tests were performed in different polarities and the patient was not able to be converted. External shocks were required to rescue the patient. The physician decided to stop the procedure and remove the s-ICD system. Reportedly, a transvenous system was implanted the next day in the patient. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. The device was put through and passed a series of automated tests which verified functionality, sensing and critical therapy availability commensurate with battery voltage. No failing conditions were found. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system successfully. However, multiple defibrillation threshold tests were performed in different polarities and the patient was not able to be converted. External shocks were required to rescue the patient. The physician decided to stop the procedure and remove the s-ICD system. Reportedly, a transvenous system was implanted the next day in the patient. This s-ICD was returned for analysis and no additional adverse patient effects were reported.